Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator changeout due to normal elective replacement indicator (eri), the patient presented with no capture from the left ventricular lead. A dislodge was confirmed by fluoroscopy. The lead was capped on (B)(6) 2019. The left ventricular port of the device was plugged. Possible epicardial lead in the future. The patient was stable.